Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing part came off when she tried to insert the infusion set. The site location was patient's abdomen. Reportedly, the infusions were no stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.